Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 with noise resulting in oversensing on their right ventricular lead. It is believed to be a possibility that the noise is the result of an old pacemaker system that was deactivated and never extracted. Programming changes were made to address the issue. No further intervention was reported. The patient was stable throughout.